Manufacturer narrative:
Pr393649 is a duplicate file of pr393648. Therefore submitting supp to retract initial emdr.

Event description:
It was reported that the device over infused. It is the customer's belief this over infusion was due to a programming error. There is no further information available.

Event description:
It was reported that the device over infused. It is the customer's belief this over infusion was due to a programming error. There is no further information available.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device over infused. It is the customer's belief this over infusion was due to a programming error. There is no further information available.

Manufacturer narrative:
Additional information: a1, a4 (weight in whole numbers, weight (units)), d4 (UDI #), d11, h6 (patient codes). Investigation conclusion: the report of an overinfusion was not definitively confirmed. Details regarding the alleged overinfusion were not provided and therefore a determination whether an overinfusion occurred could not be made. The pcu event log shows the last programmed infusion occurred on (B)(6) 2020 and prior to that, on (B)(6) 2020. The pump module was not in use on the date of the last programmed infusion ((B)(6) 2020). The event log shows the syringe module was programmed with a dose of 250mg/kg/hr which made the rate 362.5ml/hr and the infusion completing in approximately 7 minutes. The guardrails soft limit maximum for the dose for drugid 682 was set for 9mg/kg/hr. The log shows the user selected yes to the guardrails warning and started the infusion. A review of the device error logs found no errors during the time of the reported event. Device inspection: n/a, only the device logs and customer dataset were received for investigation. The dataset received was released on 22jul2020, however the last programmed infusion occurred on (B)(6) 2020. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 30aug2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 17nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed(no production failure records were opened for the source device. The suspect device(s) were not returned, only log review was provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device over infused. It is the customer's belief this over infusion was due to a programming error. There is no further information available.